Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer assisted user through the manual release process for main drawer 1 and all tower doors. User successfully recovered each drawer failure listed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door was failed. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.